Event description:
Customer reports obtaining a blood glucose result of 90 mg/dl on their meter. Customer reported to be using expired strips. They reported feeling shaky and that their tongue was feeling "thick." Customer slumped over in their chair, and the paramedics were called. Customer was diagnosed with hypoglycemia, as paramedics obtained a glucose result of 60 mg/dl on an unknown brand of meter. An IV treatment of glucose was administered in order to stabilize glucose levels.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.